Event description:
Customer reported that she was hospitalized for high blood glucose and dka. During troubleshooting, customer reported that the pump is in a failed battery status mode. Customer stated that, he does not have insulin in his reservoir.